Event description:
An aneurx and talent stent grafts were implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Approximately four years post index procedure it was reported that the patient¿s iliac grew due to disease progression. There were no signs of endoleak. The physician decided to perform an intervention by implanting a straight 32mm piece and extended it without covering the hypo gastric. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (artery dilatation). Patient¿s condition affected effectiveness of device (disease progression). Evaluation conclusions: inherent risk of a procedure (artery dilatation). Device failure/lack of effectiveness related to patient condition (disease progression).